Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during first firing on a lobectomy, the device did not fire. Surgical time was extended by less than 30 minutes. Another device was used to complete the case. There was no patient injury.